Event description:
User received discrepant vancomycin results for three pt samples. One example was provided. Initial result was 37.7 ug/ml, repeat result from another analyzer was 29.0 ug/ml. User did not know which result was reported or if corrected report was sent. User could not provide info to determine if pt was adversely affected. The field service representative was unable to determine a cause and was not able to duplicate the issue. Performance tests were performed which were within specification.